Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after de-accessing the patient¿s port needle and taking it out of the patient¿s body, gripper plus power p.a.c non-coring safety needle for power injection did not fully retract into safety mechanism. This led to needle stick injury occurring to staff, none to a patient. The event occurred at the hospital at the patient¿s room. This was not a single-use device that was reprocessed and reused on a patient. This was not ever serviced by a third-party servicer. There was no patient involvement and there was no patient harm.